Event description:
Embolic protection device would not resheath during prep. The device was removed and not used. Manufacturer response for embolic protection device, spiderfx embolic protection device (per site reporter). Per report, manufacturer notified.